Manufacturer narrative:
(B)(4). The reported complaint of iab unwrapped prematurely was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
The report states, "this patient had a normal puncture, the catheter was opened and vacuumed, the catheter was removed flat, a loose balloon could not be implanted, the doctor vacuumed again, it is still loose, the catheter could not be completely wrapped and could not into the sheath, and so the doctor withdraw the catheter". A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "this patient had a normal puncture, the catheter was opened and vacuumed, the catheter was removed flat, a loose balloon could not be implanted, the doctor vacuumed again, it is still loose, the catheter could not be completely wrapped and could not into the sheath, and so the doctor withdraw the catheter". A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine."

Event description:
The report states, "this patient had a normal puncture, the catheter was opened and vacuumed, the catheter was removed flat, a loose balloon could not be implanted, the doctor vacuumed again, it is still loose, the catheter could not be completely wrapped and could not into the sheath, and so the doctor withdraw the catheter". A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4) n/a other remarks: n/a corrected data: n/a